Event description:
Customer reported using a lma in a pt and found that the lma would not remain inflated. The customer did not remove the device and was able to complete the case without replacing it. There was no patient injury or problem. The device has been returned for investigation.